Event description:
It was reported that pump screen remained dark and would not turn on, and that pump battery would not charge despite multiple attempts with different confirmed-working charging components, which ultimately led to pump shutdown and inability to restart. There was no adverse impact to the customer's blood glucose level. Customer was instructed on several troubleshooting steps, advised to use multiple daily injections as backup insulin therapy, and was sent replacement pump under warranty with updated software, with instructions to allow battery on problematic pump to fully deplete, return it to tandem within 10 days using provided materials, and then program pump settings and connect continuous glucose monitor to replacement device.